Manufacturer narrative:
A visual and functional inspections were performed on the returned device and the reported shaft leak was unable to be confirmed, as the device was pressurized to rated burst pressure and held pressure without any leaks noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Factors that may contribute to leaks include, but are not limited to: manufacturing, damage to the sidearm, damage to the inflation lumen, damage to the outer shaft/outer member or a loose connection. The investigation was unable to determine a conclusive cause to the reported shaft leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the shaft of the 6x80mm armada 35 balloon catheter was leaking and the catheter did not hold pressure. The procedure was successfully completed with a new unspecified armada 35 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.